Manufacturer narrative:
Product ID 8840 product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned, and interrogation of the pump showed that the device was infusing dilaudid (50 mg/ml at 2.409 mg/day) and clonidine (200 mcg/ml at 9.64 mcg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found no significant anomaly as the pump had reached end of service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 50mg/ml dilaudid at 2.4mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that there was an alarm heard and was confirmed by telemetry. The patient went to the doctor's office on (B)(6) 2018 for a refill and the refill was done before an interrogation to the pump was done. The pump had gotten to end of service (eos) and was missed. Eos occurred on (B)(6) 2018. The hcp reported that the patient was having the pump replaced on (B)(6) 2018. The hcp reported when the refill was done the concentration was changed from 50mg/ml to 25mg/ml. The hcp reported the new pump will be filled with 25mg/ml drug and they are working thru the drug remaining in the catheter. No symptoms were reported. No further complications were anticipated/reported.